Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 48mg/dl. A pump log review was performed, and it was found that the customer was delivering high amount of boluses. No additional information was provided